Event description:
On (B)(6) 2013, the patient contacted animas and reported an intermittent power issue with the pump. It was noted that the pump was exposed to water and there was water in the display screen. The pump reportedly was vibrating and beeping. There was no adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: on examination, there visible moisture in the display lens. On testing, the pump did not power on. There was no auditory or vibratory functionality. The black box and history information was not able to be downloaded. A leak test was performed and revealed a crack between the upper right corner of the display lens and the case seal. The pump cover was removed and revealed moisture inside the pump. Complete investigational testing was not able to be performed due to the pump¿s inability to power on.